Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor and had extensive cable damage. The cause for the failure to communicate was that the trunk cable was pulled from the strain relief, damaging wires within the cable. The cable was missing. The root cause for the strained cable was excessive force. There was no death or adverse event associated with the electrode belt malfunction.

Event description:
04/16/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor returned a patient's electrode belt failed incoming functionality testing.